Event description:
Based on additional information received on 04-dec- 2017, the case was upgraded to serious as important medical event of device malfunction was added. This unsolicited case from united states was received on 04-dec-2017 from a consumer. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had lateral swelling at the injection site, pain and severe stiffness. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: not reported; batch/lot number: 7rsl021 and expiration date: 31-may-2020) bilaterally for knee osteoarthritis. On an unknown date in 2017, unknown latency after receiving synvisc one injection, patient came back complaining of a reaction in one of her knees. The other knee was fine. Patient complained of lateral swelling at the injection site about the size of a golf ball, and pain and severe stiffness. Corrective treatment: not reported for lateral swelling at the injection site, pain and severe stiffness. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 04-dec-2017 and 18-dec-2017 (both the information was processed together with clock start date of 04-dec-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 02-jan-2018: this case concerns a patient who suffered from injection site swelling, joint stiffness, and knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.